Event description:
The reporter stated that the surgeon inserted aa4203tl single piece silicone lens with the toric optic. The lens tore upon insertion into the eye. The lens was removed without enlarging the incision. No pt injury.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that one lens haptic was torn off and missing. The lens optic and the other lens haptic were torn. Clear surgical residue/debris on the product. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.